Event description:
The caller stated that the cuff on this tube has come apart from the tube. The caller stated that this has happened when it was in the patient. The caller stated that they had to re-intubate the pt. The caller did not know what tracheostomy tube the pt is currently using, how often the tracheostomy tubes are changed, or if the pt is on a ventilator.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned, and failure investigation results provide new or significant information, a follow-up report will be submitted.